Event description:
It was reported that pump displayed malfunction alarm malf 24 with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support arranged shipment of replacement pump, confirmed shipping details, provided instructions for storage mode, pump return, and time frame to avoid billing, and advised customer to reprogram pump settings and reconnect continuous glucose monitor on replacement pump.